Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that pacing therapy remained available. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal impedance. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced without incident.